Manufacturer narrative:
A ge svc rep performed an on site investigation. The x-ray button was cleaned and repaired during the svc call. The system was tested, and found to be working as intended, and put back into svc.

Event description:
It was reported that the 9800 system had a x-ray switch error message. No pt injury was reported.